Event description:
Stent rash started 2014. Stent: (B)(6) 2015 rash (increased) still there. Had a rash from 2014-2016 on my back, chest and arms. I had a heart stent implant. A month later I developed an itching rash similar to hives but different. I had hives before from too much tomatoes.